Manufacturer narrative:
The returned pod had no alarm observed within the download data. However, a large amount of timeouts were noted. From the investigation, no issues were found with the fluid path that would suggest the pod having any issues delivering insulin as intended. Due to the large amount of timeouts, the drive mechanism was removed and disassembled for closer inspection. No damages or deformities were noted on any of the drive mechanism components, however debris was found on the grounded rotational sensor spring. The debris was a result of one of the rotational sensor springs favoring an inward lean towards the commutator cap, causing increased friction between the two components. It could not be fully determined if this was the cause for the observed timeouts. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod longer than 48 hours. The pod worn on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.